Event description:
Ous MDR - after an implant duration of about 7 months a lead dislodgement was reported. A revision procedure was performed. One month later it was reported that the lead dislodged again. No adverse pt side effects have been reported. The lead was explanted.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description the deformation of the shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.